Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation. (B)(4).

Event description:
According to the reporter, during a vats lobectomy, when the reload was loaded onto the adapter, the jaws would not close. It was unloaded and loaded again, only to have the blue lights display. A manual was used to complete the case. No injury or adverse event was reported.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one reload, one powered handle, and one adapter opened by the account. Visual examination of the staple cartridge noted that the reload was fully fired. The jaws of the reload were open. No visual abnormalities were noted for the handle or adapter. The eeprom (electrically erasable programmable read only memory) was uploaded and indicated 42 autoclave cycles for the handle. The eeprom was uploaded and indicated 20 autoclave cycles for the adapter. The quick connect was functionally depressed numerous times and displayed no hang-ups or abnormalities. The articulation, rotation, close/fire, open and push to fire buttons and knobs were twisted and depressed all showing full functionality. The unload button on the adapter was depressed and was initially difficult to depress. The unload button was then able to be depressed numerous times and displayed no further hang-ups or sluggish returns. The isi pin location was checked and found to be at the center. The center rod orientation was checked and was found to be assembled properly. Since the clinical battery was not returned, a pmv representative one was utilized for all functional testing. A pmv battery pack was loaded into the device. The device powered up properly and system calibration was successful indicated by the steady green light above the handle symbol. Four out of five white status lights illuminated indicating more than 15 surgeries remaining on the handle. The adapter was inserted onto the handle and calibrated without issue. All five white status lights illuminated indicating more than 15 surgeries remaining on the handle. The subject reload was inserted onto the adapter and the reload detect led immediately started flashing as intended, indicating that the software recognized the presence of a reload. The reload was closed and then opened to change the flashing green reload detect led to a solid green state. The adapter was rotated in increments of forty five degrees and fully articulated left and right each time, and the device recognized the reload the entire time. The reload was then cycled without hesitation or binding. The adapter was disassembled for evaluation of the internal components and a brown residue was noted inside of the adapter. A secondary condition not related to the reported condition was noted. The internal adapter contamination and stuck unload button can be the result of the adapter being improperly cleaned. A review of the device history records indicates each device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.